Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that her daughter had experienced high blood glucose. The customer¿s blood glucose level was 563 mg/dl. It was also reported that the silhouette was detached at tubing connector. The customer¿s mother declined troubleshoot for high blood glucose. The customer was advised to change the infusion. The customer was advised to return the set for analysis. The insulin pump will be returned for analysis.